Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon reported bleeding event during lap appendectomy. All of the incidents involved a pvs stapler. The surgeon also reported stapler lockouts that could not be fixed with the use of reverse button. All of the cases involved pediatric patients. Cautery and pressure were used to stop bleeding.